Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a weak signal alert. The current blood glucose reading is 278 mg/dl. In troubleshooting, the insulin pump communication was reestablished. No further information was provided.